Manufacturer narrative:
Investigation of the reported event is confirmed. Conmed received one 60-6085-201a in unoriginal packaging. Lot number of the device, 202107121, was verified via enclosed paper work. Visual inspection found the handle on the vcare was spinning, the handle was taken apart and the tubing inside was found broken. A review of the DHR found no abnormalities that would contribute to this issue. A two-year lot history review shows a total of four (4) complaints for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user information regarding proper care, use & monitoring of this device while being used. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. IFU also advises user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. The IFU also gives specific direction as to safely & carefully removing the vcare after use; dont use excessive force to avoid traumatizing the vaginal canal. There are 5 parts/components to the vcare cervical elevator retractor. Upon removing vcare, visually inspect the vcare device & patient to make sure the entire vcare device was properly removed & no components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202107121, recently experienced by spectrum health on or about 05october2021. Information received was that during robotic hysterectomy surgery, item 60-6085-201a lot # 202107121, handle broke. It did not come off, it would spin freely. There was no impact or injury to the patient and the procedure was completed with a 5-minute delay using another vcare. No additional information was provided at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup (B)(6), lot 202107121, recently experienced by spectrum health on or about (B)(6) 2021. Information received was that during robotic hysterectomy surgery, item (B)(6) lot # 202107121, handle broke. It did not come off, it would spin freely. There was no impact or injury to the patient and the procedure was completed with a 5 minute delay using another vcare. No additional information was provided at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.